Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Product does not have a UDI as previously reported. Concomitant medical products: item #00875305401, trilogy shell w/cluster holes, lot #62479389. Item #00875101136, highly crosslinked liner, lot #62265904. Item #00811400110, cpt femoral stem, lot #62536535. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Unique identifier (UDI) # - (B)(4).

Event description:
Patient underwent a right hip revision procedure approximately one month post-implantation due to infection.